Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had interference on the screen. This issue occurred during the beginning of a therapeutic urology procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields; - d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: disconnection in the cable unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction occurred due to disconnection in the cable unit. Interference on the screen (the endoscopic image cannot be displayed) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.